Manufacturer narrative:
Information was inadvertently omitted from the initial report. Please see updated summary of the plant investigation. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident is attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that individuals undergoing pd therapy are at high risk for infections of the peritoneum. The cause of the peritonitis can be attributed to nonadherence of aseptic technique during ccpd therapy on the liberty select cycler at home, as reported by the pdrn. This is further evidenced by the presence of a gram-positive bacteria that is a well-known contributor to peritonitis through touch contamination. Based on the required information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events.

Event description:
It was reported that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy was hospitalized for peritonitis. In the initial reporting, there was no specific allegation the adverse event was due to any deficiency or malfunction of a fresenius device or product. Upon follow up with the patient¿s peritoneal dialysis registered nurse (pdrn), it was reported the patient had presented to the outpatient clinic on (B)(6) 2020 with complaints of abdominal pain and cloudy effluent fluid. The patient¿s pd catheter (not a fresenius product) was inspected and it was found that fibrin was partially occluding the pd catheter. The patient was advised to report to the hospital for pd catheter assessment and treatment for the suspected peritonitis. The patient was admitted to the hospital the same day, and the pd catheter was removed due to the severity of the infection and partial occlusion. The patient had an existing hemodialysis (hd) fistula and was able to undergo hd therapy for the duration of the hospital stay. Peritoneal effluent fluid cultures taken in the hospital presented with staphylococcus aureus and a white blood cell (wbc) count taken from venipuncture showed 15,200/mm3. The patient was diagnosed with peritonitis due to nonadherence of aseptic technique during ccpd therapy on the liberty select cycler at home. The patient was prescribed intravenous and intramuscular cefazolin at 2gm every two days for three weeks. The patient was discharged on (B)(6) 2020 and is recovering from the event. They will continue hd therapy for renal replacement therapy (rrt) on an outpatient basis. The patient¿s ability to resume ccpd therapy for rrt will be reevaluated upon the resolution of the peritonitis, whereas the patient will continue ccpd therapy on the same liberty select cycler at home.